Event description:
It was reported by customer that the tip does not fit onto pt drain, has a spike sectioning out the tubing that is used to connect to the pt side of the tubing, and the tubing now has a hole in it.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. H10: b3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: as lot number was not reported it was not possible to do a review of the device history record which allows us to identify, in case it had happened, any rejected inspections or quality issues during the production of the lot number reported. Therefore, it was not possible to identify any finding. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Based on the available information we are not able to identify a root cause at this time. Examination of the product involved may provide clarification as to the cause for the reported failure. H10: b5 (describe event or problem), g4 (date received by manufacturer), g7 type or report - follow up# 1), h2 (correction and additional information). H11: h6: annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), annex g (component code) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the tip does not fit onto pt drain, has a spike sectioning out the tubing that is used to connect to the pt side of the tubing, and the tubing now has a hole in it.